Manufacturer narrative:
The reported events capsular contracture, seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade unknown, seroma.

Event description:
Healthcare professional reported unknown side "capsular contracture, seroma, inferior groove position left-right difference, insufficient protrusion." Device status is unknown.